Event description:
A 5.5 full radius shaver (smith and nephew). While using 5.5 full radius shaver during shoulder scope. Metal shaving noted on tissue. Shaker removed from patient and field new shaver used with issues. Metal shavings removed.